Event description:
The customer received a blood glucose reading of hi on the contour next link, retested on a different meter and the reading was 238 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The strips were not expected to be returned for evaluation. A new meter was sent to the customer.